Event description:
The physician wanted to replace the catheter during the pump replacement procedure since it had been in for a long time. During the procedure, it was noted that the catheter was cut. A new catheter was implanted. The remainder of the spinal portion of the old catheter was still implanted. It was unknown if the patient had any symptoms prior to the pump/catheter replacement procedure. The patient status was reported as ¿alive-no injury¿. The device system was delivering compounded baclofen. Patient symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8590-1, lot# n200309, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
The patient had no symptoms related to the event. The patient recovered without permanent impairment.